Event description:
A nurse reported that during a vitrectomy surgery, the vitrectomy was not able to cut. After a 5 minute delay, a new probe was opened and the surgery was completed. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house testing is in process. Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).